Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The product was not returned, and the reproduction confirmation of the phenomenon, ¿occasional electric sparks from the socket of the light source¿ was not carried out. Therefore, the cause of the device issue was not identified. A field service engineer visited the customer and diagnosed the clv. During the visit, the xenon lamp was replaced. However, the event was not confirmed. The device issue has not occurred since after checking the equipment and the order was closed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming that this event did not take place during a procedure. The initial reporter went on to note that the customer refused to send in the subject device for repair as he did not yet have a loaner device to replace it. Consequently, olympus dispatched field service engineer (fse) to inspect the device on site. During the inspection, the user's report was not confirmed, no electrical flares were noted. The customer stated that only one member of his team claimed she saw the issue happening, but it has not happened since the initial report. The fse replaced the xenon lamp and checked the equipment again prior to concluding his visit.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing intermittent appearance of electrical flares from the light source socket. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. According to the initial reporter, this particular device had just been returned from repair. Please see report with patient identifier (B)(6) for details.